Manufacturer narrative:
Additional information was received for this case: the patient presented with a dissection/rupture and the valiant stent graft system was implanted. It was noted there was 50% coverage of the subclavian artery with approximately 1.2 cm of seal. After deployment of the valiant stent graft there was no leak seen. The following day a CT scan revealed the stent graft no longer had a proper seal and the patient continued bleeding into his chest and expired. Per the physician the death was related to the inadequate seal of the valiant stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for use in a patient for an aortic tear. It was reported that the patients wife called technical services asking why an ID card was sent to her address for her husbands device as he had expired 2 weeks previously. It was reported that the patient had surgery for a tear in the aorta but never recovered from surgery. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.